Manufacturer narrative:
The reported complaint was confirmed. Per photos provided, visible damaged to the yellow level sensors cable was noted. The end user reported that the level sensor gets mounted on a curved area of the reservoir. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. The field service representative (fsr) replaced the level sensor. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor was not functioning properly and the cable was detaching from the end. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.